Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. According to our field service engineer, the pressure transducer needs replacement as the failure is intermittent. No further information is provided. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. No logs were provided and no parts were returned for investigation. Therefore, the root cause for the reported problem could not be determined.